Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage cannula kink has been completed. The root cause of the low flow was determined to be a cannula kink that occurred during insertion due to the patient¿s condition of a tortuous vasculature. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella experienced suction issues and reduced pressure. The clinician assisted the team with troubleshooting the issue and noted a kink in the proximal portion of the cannula distal to the outlet. Reportedly, the patient had an extremely small left ventricle, short aorta root and type three arch. The physician pulled the device back to attempt to straighten the kink, without success. The device was removed, and a new device successfully inserted with a v-18 guide wire for more support. There was no patient harm reported.